Event description:
It was reported that the device was used during a gynecological procedure. It was reported by the rep that during the procedure the surgeon inserted the atb35 instrument into the trocar, closed the jaws on the tissue and attempted to fire the instrument, but could not close the firing trigger. Assuming the instrument was defective, a 2nd atb35 was opened to complete the case. There was no consequence to the pt.